Event description:
Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician to our local affiliate on 15-jul-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessement utilizing the company's new device reporting tree - (B)(4). This case involves a female patient who developed an infected hematoma after treatment with poly-l-lactic (scupltra). The patient received antibiotics and the hematoma resorbed. The patient no longer has signs of the poly-l-lactic acid treatment and her condition is fine. Relevant medical history and concomitant medication information is unknown. Action taken: unknown.

Manufacturer narrative:
Important medical event.